Manufacturer narrative:
D4: updated. UDI related data quality updates only.

Manufacturer narrative:
Photos of the device were received for evaluation. Visual inspection performed and customer's complaint stating that the units were assembled and found that one of the brackets was delivered bent could be confirmed. Functional testing could not be performed. The device was not returned for evaluation, however, pictures in complaint file attachment confirmed a bent and deformed pole support assembly flanking. The most probable cause is a shipping damage. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during assembly it was found that one of the brackets was delivered bent. The packaging was not damaged, thus assumed it was bent prior to shipping. No patient involvement was reported.